Manufacturer narrative:
Patient was revised to address pain. Doi 2007 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. Per the reporting x-rays appeared normal. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort and elevated metal ion levels. Dave of implant has been provided. Depuy considers this complaint closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.